Event description:
During a kidney procedure, the staples were formed only on one side of the tissue. As a result, bleeding happened, the amount is unk. The surgeon used er420 to complete the case. There was no reported pt consequence and 1 device is being returned.